Event description:
The customer reported that the system displayed a tracking error message and that the menu displayed that the tracking was inactive. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was instructed to replace the receiver cable, and reload the pt scan, and the tracker showed active. The system was tested and found to be working as intended and put back into service.